Manufacturer narrative:
1038671-2023-00564 d10: 2272524 02-012-44-1009, optetrak logic tibial insert, 2371574 02-010-01-0210, optetrak logic femoral component, 1379187 02-012-41-1010, optetrak logic tibial tray. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00564. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 97 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening of the femoral component, pain, osteolysis, and instability. Initial surgery and revision surgery operative notes were provided. Postoperative diagnosis indicated synovitis, wear of the tibial and patella polyethylene, aseptic loosening of the femoral component, and osteolysis on the femur and patella. Surgeon performed a revision total knee replacement. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.